Event description:
It was reported the system is displaying an interlock error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but the result of the evaluation for this reported problem is unknown.